Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat on the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection confirmed that the edge of the articular surface appears to be gouged. It is also noted that the device is melted and warped and hence, proper dimensional analysis was not possible. Subcomponents appear to be disassembled. It is unknown whether the components were disassembled after the articular surface was removed. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.